Manufacturer narrative:
B3: event date and d10: concomitant product (1): therapy date^: the events occurred in february 03, 2025 and february 04, 2025. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) large volume folfusors underinfused. On two occasions, the folfusors did not fully infuse the expected medication to the patient. This occurred during infusion of piperacillin/tazobactam (13500mg in 230ml sodium chloride 0.9%) and daptomycin 700 mg. A peripherally inserted central catheter (PICC) was used. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between november 15-17, 2023. H11: the actual device was not available; however, two photographs of the sample were provided for evaluation. Visual inspection on the photo samples showed residual fluid inside the device's bladder which suggested possible underinfusion. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.